Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in california, USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
A device service history review has been performed and identified that the unit had no similar events since the unit manufacturing date. Based on all the investigation findings, it cannot be excluded that the customer's deviation from IFU may have led or contributed to the reported issue. The risk is in the acceptable region. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Through follow up livanova was informed that account will not share lab results the device is cleaned regularly per the instruction for use. It was not clarified if the hospital uses reusable blankets; the water quality monitoring is applied and the h2o2 checked every day as prescribed by the IFU; when the device is not used, is it stored full of water and the h2o2 is weekly; h2o2 is added when the water in the tanks is changed (each 7 days); sterile water is used in the tanks; prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected; after every operation, device surfaces are disinfected; the 3t aerosol collection set is replaced after the allowed use period; the device is placed inside the operation theatre during use, facing away from patient at an estimated distance between the surgery field and the device of nearly 10 ft. H2o2 shall be checked daily even during days of non-use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.